Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the patient was enrolled in a clinical study (B)(4). Approximately seven months post stenting procedure of a smart stent and a smart control stent to the middle portion to distal portion of the right superficial femoral artery, the patient expired due to ichorrhemia. The source of the sepsis is unknown. At the time of the index procedure, the stents were implanted without any issues. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was 100%. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The etiology of the patient¿s infection and resulting sepsis are unknown. Factors that may have influenced the event include patient, procedural and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
(B)(4). (B)(6). This is one of two products involved with this event in which associated manufacturer report number is 9616099-2015-00646. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
As reported, the patient was enrolled in a clinical study (B)(4) and the case number is (B)(4). Approximately seven months post stenting procedure of a smart stent and a smart control stent to the middle portion to distal portion of the right superficial femoral artery, the patient expired due to ichorrhemia. The source of the sepsis is unknown. At the time of the index procedure, the stents were implanted without any issues. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was 100%.